Event description:
Patient's b braun pump beeping at 18:45. Went into patient's room to check and alarm stated air bubble. Patient has IV amiodarone 450mg/250ml bag hanging. When rn looked at the bag it was empty. When rn started the drip, the settings were chosen from the drug library for telemetry and the pump said 1mg/min-33.33mls/hr, per md order. The infusion was started at 13:30. It appears the bag infused 2-3 hours early. Cn and ans were called. Patient asymptomatic. Md notified and infusion discontinued.